Manufacturer narrative:
(B)(4). A CAPA has been opened to further investigate the presence of particulate matter inside the fluid pathway. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned large volume infusor, backflow (leak) was noted from the filling port of the device. There was no patient involvement as the condition was identified during evaluation. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was manufactured between october 16, 2013 ¿ october 17, 2013. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The backflow from the fill port was noted during functional leak testing. Further examination of the device revealed that there was a particle approximately 1 mm in size trapped under the check band. Ft-ir spectrophotometer scanning revealed that the particle was made of polypropylene. The backflow was determined to be due to the particle. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.